Manufacturer narrative:
(B)(4). The device and lot 3 are not available. The customer reported that the patient had a port-a-cath that was obstructing the cannulation. Therefore a clinical evaluation was performed by one of maquet's clinical application specialist based on that was provided. Exactly there is an opportunity to conduct an ECMO/ecls procedure with 2 cannulas which was realized by the user after recognizing that access via a dual lumen cannula was not possible. This procedure has the disadvantage of increased invasiveness. Therefore the risk infection increases. Initially it was expected tat a v-v- procedure would hav been performed but according to the report v-a support was initiated. When infitrating a v-very support with 2 cannulas the arterial cannula would be implanted in the superior vena cava. As a result of this implant the blood pressure within the vena cava as well as within the adjacent vessels (vena subclavia, vena jugularis interna) would have significantly of the port-a-cath; though administration of medication. In addition the user would meet likely access with a dual lumen canula. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
(B)(4).